Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 23 mg/dl and the cause was not known. The customer's spouse assisted the customer with consuming carbohydrates as the customer was unable to due to low bg. As the event has occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user on (B)(6) 2018. The user overrode the pump suggested bolus and delivered more insulin two times on (B)(6) 2018. There were no erratic basal rate adjustments. Complaint could not be confirmed. It is possible the user overcorrected via bolus. There is no evidence that the insulin pump experienced a malfunction or failure.